Manufacturer narrative:
The field service engineer checked the analyzer, including the probes. A mechanism check, volume check, and gear pump pressure check were performed; there were no abnormalities. It was also determined that the analyzer special wash parameters have not been updated and the update was performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a urea value of 1.4 mmol/l and repeated as 13.3 mmol/l. The sample was also repeated on a beckman coulter au analyzer, resulting in a value of 13.8 mmol/l. The urea reagent lot number was 583200. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Quality controls were within range and calibration was normal. The field service engineer replaced reagent and sample probes. The probes were adjusted, the gear pump pressure was checked, and the system reagent and water volume dispense were checked. The photometer lamp and heat cut filter were replaced. Upon review of the alarm trace, sample clot alarms were observed. This could be an indicator of possible sample quality issues. The laboratory humidity was 23%. Per product labeling, humidity specifications are 30 - 85 %. The investigation could not identify a product problem. The issue is consistent with inadequate pre-analytic sample handling.